Manufacturer narrative:
Device evaluation: two devices in used conditions with the original packaging opened were received. Functional testing found in both samples that air was identified as being trapped in the pilot balloon. Also noted in both samples was an obstruction that can be seen at the junction. The complaint was confirmed. Root cause was attributed to an occlusion at the connection of the inflation line to the tracheal tube. This could be caused by the manufacturing method not being followed. The operator did not remove the "thf excess" from the inflation line. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations in place were verified and it was confirmed the have been executed accordingly. This failure condition will continue to be monitored in this product for threshold or escalation.

Event description:
It was reported that during pre-testing, the device had "weak cuff swelling". Even if air was put in with a cuff pressure gauge, the swelling of the cuff was not good. No adverse effects reported.

Event description:
It was reported, that the device had "weak cuff swelling". Even if air was put in with a cuff pressure gauge, the swelling of the cuff was not good. Patient involvement unknown.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.